Event description:
Caller reported a minimum fill notification and was attempting to reload a cartridge, which had 80 units or more of insulin remaining. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Reloading the same cartridge did not resolve the issue, and caller declined to load a second cartridge, stating they would change the cartridge at home without needing a follow-up. Customer will call back if the issue persists